Event description:
Ous MDR - it was reported that, 13 months after the implantation, oversensing with inappropriate shock deliveries occurred. The lead and ICD were replaced. The lead showed a defective insulation at the spot where the lead was attached with the fixation sleeve. The lead and the ICD were explanted and replaced.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was bos, and 14 charge processes had been registered. The memory content of the ICD was checked. The check of the available iegms showed interference signals in the ventricular and in the far-field channel, which, in agreement with the clinical observation, led to several shock deliveries. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. Furthermore, the ICD¿s capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. There were no indications of a device malfunction.